Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a dilated heart. Two triclip xtw clips were implanted, reducing tr to a grade of 4.5. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that one of the clips had detached from the lateral leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the tr did not increase and remained at a grade of 4.5.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a dilated heart. Two triclip xtw clips were implanted, reducing tr to a grade of 4.5. On (B)(6) 2026, a transthoracic echocardiogram (tte) was performed and revealed that one of the clips had detached from the lateral leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the tr did not increase and remained at a grade of 4.5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported incomplete coaptation ¿ single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.